Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported, approximately three years and two months post implant, the cardioverter defibrillator reached early battery depletion. Consequently, a revision procedure was completed: defibrillator excised and replaced uneventfully. No patient complications have been reported as a result of this event.